Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequences. Customer re-loaded the cartridge to resolve the issues. Customer¿s blood glucose was 150 mg/dl and ¿high¿, per continuous glucose monitor reading; cause was unknown. Customer administered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.